Manufacturer narrative:
The device was received in the firing position with a band still attached to the shaft. Inspection and disassembly found no defects or indications of misuse. Performance testing found the device operated to the manufacturer's specifications with no problems noted. Complaint was not confirmed. The device operated to the manufacturer's specifications.

Event description:
During a procedure using a falope tube applicator kit, the surgeon experienced twisted tongs which resulted in puncturing the patient's fallopian tube. A second fallopian tube disposable applicator kit was used, and it was not able to fire the second ring. The case was completed by sealing/dessicating the tubes.